Manufacturer narrative:
Other, other text: returned device was received with wear and tear damage to enclosure, front cover, water tank cover, drain fitting, reflux plug 90, and line cord. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was missing numeric segment on the display. No patient injury or complications were reported in relation to this event.